Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During an unknown procedure, the needle was broken in use. The continuous suturing was performed. It was not a control release needle. There was no surgical delay. The broken needle was discarded because the needle was badly stained. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/27/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what was the name of the procedure? Unk did the needle fall into the patient? Yes if yes, was the needle piece(s) retrieved during the same procedure? Yes, the needle piece was easily retrieved. Were x-rays taken to locate the needle piece(s)? No what measures were taken to retrieve the broken piece? Nothing was there any additional tissue damage as a result of searching for the needle piece?no ? Does a piece of the needle remain in the patient¿s tissue?=>no ? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? ? What was used to complete the procedure? Unk ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) hiromi tokuyama the needle piece had to be removed due to needle breakage, but the needle was in a well-defined position and was quickly removed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.